Event description:
It was reported that the device had an error 42224-0004. The fault occurred during testing. There was no patient involvement, no patient harm/no adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a defective uso sensor, scratched lcd lens and sticky latch lock. A review of the event history log found evidence of a system fault 42,224 occurred 0 0 0 4. During the functional testing, the customer reported problem was verified when error code 42224 was found. The cause of the issue was the error code. The error code was cleared. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.